Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, it was found that the tip of the skin expanding tube was ruptured and made it impossible to enter the blood vessel. The patient had vascular damage. The product was immediately replaced with a new set for re-implantation.